Event description:
A report was received that the patient was having pain at the ipg site. It was also mentioned that the site appeared to be swollen and was weeping clear fluid. The patient was placed on oral antibiotics for potential infection.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and was doing well postoperatively. Model number/catalog number: sc-8336-70, serial number: (B)(4), batch/lot number: 7037309, model/catalog description: coveredge 32 surgical lead kit 70 cm. The explanted devices were not returned to bsn as they were kept by medical facility.

Event description:
A report was received that the patient was having pain at the ipg site. It was also mentioned that the site appeared to be swollen and was weeping clear fluid. The patient was placed on oral antibiotics for potential infection.

Manufacturer narrative:
Additional information was received that patient had a traumatic fall on a train ride after implant that might have contributed to injury or development of infection at the ipg site. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the ipg was found to be satisfactory.

Event description:
A report was received that the patient was having pain at the ipg site. It was also mentioned that the site appeared to be swollen and was weeping clear fluid. The patient was placed on oral antibiotics for potential infection.